Event description:
It was reported the patient had a lack of intrathecal baclofen effect for the last several months to one year. The patient had increased spasticity in an unknown location. At one point while going up on the pump dose, the patient¿s spasticity got worse. The patient was seeing a neurosurgeon to determine if there was an anatomical reason for worsening spasticity and strength. An MRI was planned but had not yet taken place to potentially explore the catheter and pump if the dosing increases did not help. It was also reported the logs were checked, x-rays were taken and an MRI was done. Additional information reported that there were no issues in the pump logs. The results of the x-rays and MRI were not known and no issue had been identified. As of (B)(6) 2014 the patient was reported to be still having a lack of effect, but no withdrawal. The patient was to have a catheter revision on (B)(6) 2014. The system was being used to deliver gablofen (baclofen). The patient status at the time of the initial report was ¿alive- no injury.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).